Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in russia as follows: it was reported that during the closed uncomplicated fracture of the th6 vertebra, type b. Compression fractures of the bodies th5, th7 on (B)(6) 2020, the tip of the screw wasn't fixed, when the screw was screwed onto the screwdriver. It was deviated from the axis instead, although it had to be stationary. No further information provided. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
510k: this report is for an unk - screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that during an uncomplicated fracture close procedure on (B)(6) 2020, the tip of the screwdriver did not comply with the screw instead it was deviated from the axis. It was unknown if the procedure was completed successfully. There were no patient consequences was reported. This complaint involves one (1) device. This report is for (1) unknown screws. This is report 1 of 1 for (B)(4).